Event description:
It was reported that "d. Reported losing all of her waveforms and having a system error 7 alert come on her screen. We tried a screen be-boot which did not help. When going to switch out consoles d. Reported the screen went black and she could not put the pump in standby that none of her hard or touchscreen keys were working. I had her turn off the entire console and switch out connections". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.